Event description:
A 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post diagnostic cardiac percutaneous procedure. The pt was transferred to another hosp for coronary artery bypass graft surgery. The pt experienced symptoptoms of vessel occlusion in the access leg. The pt underwent surgical revascularization and a thrombus was removed.